Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
The complainant reported that the embolization coil would not advance through the catheter. It was further noted that the whole coil was stretched. The patient did not require any additional procedures due to this occurrence. There was no reported impact to the patient as a result of the product issue.